Manufacturer narrative:
A supplemental MDR is being submitted due to received medical records. Sections: b2, b5, g3, g6, h1, h2, h6, h11 have been updated. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient and procedural factors (severe calcium in the annulus/leaflets; post dilation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information received via medical records: during the valve deployment, due to the heavy calcification of the aortic annulus, the valve delivery balloon ruptured at 80% deployment. The ruptured balloon was identified on angiogram. The delivery system was retracted into the esheath, but the nose cone was unable to be retracted due to the ruptured balloon. At this point the delivery system and the esheath were removed as a unit. All parts of the delivery system including the ruptured balloon were confirmed on the back table. Because the valve was not fully deployed before the delivery balloon ruptured, the valve was post dilated using a 25 mm true balloon. We recrossed the valve. Under rapid ventricular pacing the valve was dilated using the 25 mm true balloon, as there was concern about the device stability without a full deployment. As soon as the balloon was removed and the final aortogram was taken, a significant amount of aortic insufficiency was noted. There was also concern for possible annular disruption. An immediate transthoracic echocardiogram identified a moderate size pericardial effusion with tamponade physiology and there was a drop in hemodynamics. Immediate pericardiocentesis was performed, and a large volume of bright red blood was removed from the pericardial space. Massive transfusion protocol was called. Cardiac surgery was brought in. It was determined that given the patient's advanced age and heavily calcified annulus, the patient was not a good candidate for operative management of annular rupture, and elected for a conservative strategy. As a bailout strategy a second transcatheter valve was deployed slightly distal to the first valve in order to see if the area of annular rupture could be sealed. A new 26 mm edwards s3 ultra valve was prepped and recrossed the first valve. Under rapid ventricular pacing, the second valve was deployed. Initially there was some success with improving the degree of aortic insufficiency, which was moderate to severe after deployment of the initial valve and post dilation. Unfortunately, there was continued large volume of bleeding from the pericardial drain. Multiple units of blood were transfused. After the limits of medical therapy were exhausted, the patient was transferred to the cardiovascular ICU. The patient had a stable heart rate and blood pressure upon leaving the cath lab on multiple pressers and blood and fluid products. The final position was excellent with 90% aortic and 10 % ventricular. Final aortography revealed mild aortic insufficiency. All sheaths were sutured into place at the end of the procedure. Patient expired.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding the implant of a 26mm sapien 3 ultra valve in the aortic position. During deployment of the first 26mm sapien 3 ultra valve the 26mm commander delivery system balloon ruptured. The first valve was post dilated with a non-edwards balloon. Tee was performed and moderate ai was noted. Physician decided to put in a second 26mm sapien 3 ultra valve.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 2025 04155. A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over inflation, post dilation, and/or under expansion). The reported event was confirmed based on fcs report. Available information suggests procedural factors (post dilation with non-ew balloon) likely contributed to the event as reported. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post dilation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.